Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net, episodes of non-sustained rv oversensing were observed. Review of the electrograms appeared to indicate pacing inhibition as a result of myopotential oversensing. The patient was brought in clinic and the noise was reproducible only when the patient inhales deeply. There appears to be fine noise due to myopotential oversensing. Programming changes were made. Patient¿s condition was stable.